Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's spouse reported that the user experienced a high blood glucose event after pausing insulin delivery and forgetting to resume it. The spouse expressed concern about the ilet not automatically resuming insulin delivery. The ilet system was confirmed to have a resume insulin reminder feature. Follow-up attempts with the user were unsuccessful.